Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the site did not perform a proper registration technique, which is suspected to have led to the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed during the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI and device manufacturing date updated to proper value.

Manufacturer narrative:
Correction: initial reporter information updated.

Manufacturer narrative:
Additional information: patient ID and gender provided.